Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause of the reported problem was failure of the dp board due to deterioration associated with repeated use and the age of the device. The cause of the worn video connector socket, identified on the device evaluation, was likely caused by wear associated with repeated use and the age of the device. The cause of the broken screw attachment on the patient board set was likely a result of user handling (see IFU statement below). As stated in the instructions for use (IFU), as a preventive measure, "do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur.".

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was confirmed. The evaluation found that the image froze when using series 190 scopes. A worn connector was found and a broken screw attachment on the patient board set.

Event description:
A user facility reported to olympus that the image was "freezing up" and a red hue on the image was observed. The problem, as reported to olympus, occurred during preparation for use. There was no patient injury or harm, associated with the problem, reported to olympus.